Event description:
It was reported that post-op x-rays show a screw backing out of the plate. No revision surgery has taken place at this time.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.